Manufacturer narrative:
Inspected one opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Also, found sensor cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 38 mg/dl. Customer treated their low blood glucose levels via drinking juice. Customer advised they had a bent cannula in addition to the low blood glucose levels. He had a change sensor alarm after two calibration not accepted. The sensor will be returned.

Manufacturer narrative:
The information on section was incorrect with the initial report. The correct information has been provided with this report.